Event description:
Display backlight failure [device issue]. Case description: on (B)(6) 2015, during a routine review of service order findings from a regional service center (rsc) in the united states, an ikaria quality manager identified a display-backlight failure with inomax dsir # (B)(4). Although the device was not in use on a pt at the time of the device issue, a display-backlight failure in a similar device was associated with a serious adverse event in the past and is considered a reportable failure/event. Case comment: on (B)(4) 2015: although there was no adverse event reported with the device; it is being reported because a similar device issue occurred in the pat that resulted in a serious adverse event (refer to MDR # 3004531588-2013-00023).

Manufacturer narrative:
Device issue with inomax dsir # ds20110231 (complaint -008485). The review of service order findings was completed on 02/10/2015. H3. Eval summary: inomax dsir # ds20110231 was returned to the MFR for service. The regional service center (rsc) experienced a delivery failure (df) alarm during service. The service log revealed the df was raised due to backlight current below the minimum 800 counts (actual: 780 counts). The rsc replaced the display/touchscreen assembly. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report is display backlight failure. This condition will be tracked and trended under ikaria's quality system. This device was not in use on a pt; at the time of the device issue; it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR # 3004531588-2013-00023).